Event description:
On (B)(6) 2013, it was reported that up arrow keypad button was sticking and intermittently unresponsive. No damage to the rubber keypad itself was reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because, the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/06/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/25/2013 with the following findings:the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the up arrow and contrast keypad buttons were found to be intermittently unresponsive; the down arrow and ok buttons responded appropriately. There was evidence of contamination found under the up arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen. A test display screen was inserted and found to function properly with no visible signs of discoloration.